Event description:
Case description: investigation results- name : novopen 4; batch number: cug1157; the product was not returned for examination. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. Name : mixtard 30 penfill 3 ml 100iu/ml; batch number: hr7p415; the product was not returned for examination. Since last submission the case has been updated with the following: investigation results added. Manufacturer's comment updated. Narrative updated accordingly manufacturer's comment: 08-nov-2019: as the device (novopen 4) has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case (B)(6). Hypoglycaemic coma is assessed as listed according to the novo nordisk current ccds on mixtard 30. Hypoglycaemic coma can occur if the insulin dose is too high in relation to the insulin requirement. Suspect novopen 4 is not available for investigation. However, based on the pharmacological properties of the drug, the causative role cannot be ruled out for the event hypoglycaemic coma. Skipping meals after taking insulin dose can also be considered as a confounding factor. This single case report is not considered to change the current knowledge of the safety profile of mixtard 30. H3 continued: evaluation summary name : novopen 4; batch number: cug1157; the product was not returned for examination. The batch documentation was reviewed. No abnormalities relating to the observed problem were found.

Event description:
Hypoglycemic coma [hypoglycaemic coma] not injecting the right dose (it inject more than the required dose) incorrect dose administered by device. Case description: study ID: (B)(6). Study description: trial title: the objective of the programme is to perform outbound calls to the patients who have received samples of novo nordisk egypt products. This is to confirm that they have received the sample, and verify if they have any problems with regard to the product received, or any problem with regard to diabetes. Patient's height, weight and body mass index (bmi) were not reported. This serious solicited report from egypt was reported by a consumer as "hypoglycemic coma" with an unspecified onset date ,"not injecting the right dose (it inject more than the required dose)" with an unspecified onset date and concerned a female patient who was treated with novopen 4 (insulin delivery device) from unknown start date due to "diabetes mellitus", mixtard 30 penfill hm(ge) 3.0 ml (insulin human) from unknown start date and ongoing due to "diabetes mellitus" (dose and frequency 35iu am and 15 iu pm (started using it 5 years ago). Medical history included diabetes mellitus (type and duration not reported). Two months ago, from the time of reporting the pen was not injecting the right dose as it injects more than the required dose, patient took the dose of 15iu pm and didn't have the meal which lead to hypoglycemic coma.the blood glucose level at the time of the event was reported as 57mg/dl. Batch numbers of novopen 4 and mixtard 30 penfill were available. Action taken to mixtard 30 penfill hm(ge) 3.0 ml was reported as no change. The outcome for the event "hypoglycemic coma" was recovered. The outcome for the event "not injecting the right dose (it inject more than the required dose)" was not reported. Reporter's causality: ( novopen 4); hypoglycemic coma : unknown; not injecting the right dose (it inject more than the required dose): unknown. Company's causality ( novopen 4) ; hypoglycemic coma : possible; not injecting the right dose (it inject more than the required dose): possible. Reporter's causality ( mixtard 30 penfill hm(ge) 3.0 ml) ; hypoglycemic coma : unknown; not injecting the right dose (it inject more than the required dose): unknown. Company's causality ( mixtard 30 penfill hm(ge) 3.0 ml); hypoglycemic coma : possible; not injecting the right dose (it inject more than the required dose): possible. Company comment: hypoglycaemic coma is assessed as listed according to the novo nordisk current ccds on mixtard 30. Hypoglycaemic coma can occur if the insulin dose is too high in relation to the insulin requirement. Investigation results of novopen 4 is not available. However, based on the pharmacological properties of the drug, the causative role cannot be ruled out for the event hypoglycaemic coma. Skipping meals after taking insulin dose can also be considered as a confounding factor. This single case report is not considered to change the current knowledge of the safety profile of mixtard 30. Reporter comment: responder did not have the pen so pen training steps were told. Patient stopped using that pen and shifted to another np4.